Manufacturer narrative:
Added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was unable to be performed as no s/n was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. Full citation: mitsuo h, ando y, joo k, sonoda h, shiose a. Early onset of inspiris resilia valve regurgitation after pulmonary valve replacement. World j pediatr congenit heart surg. 2025 sep 24:21501351251361479. Doi: 10.1177/21501351251361479. Epub ahead of print. Pmid: 40990925.

Event description:
Through the review of the medical article: " early onset of inspiris resilia valve regurgitation after pulmonary valve replacement" world journal for pediatric and congenital heart surgery, september 2025, the following events were identified: one (1) patient with a carpentier-edwards aortic valve implanted in the pulmonary position underwent reintervention due to structural valve deterioration after an implant duration of 5.8 years (approximately five (5) years and nine (9) months).